Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped receiving effective stimulation. An impedance check revealed high impedances on all of the lead contacts. X-rays showed slight migration and possible fracture. Programming could not provide resolution. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the lead was explanted and replaced on (B)(6) 2016. The issue was resolved.